Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, basic occlusion test and prime test. However, the unit was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside the device and passed the test. The motor may have had an intermittent failure that was not detected during our testing. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and bleeding lcd glass.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error during prime process. The blood glucose reading was 142 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.